Manufacturer narrative:
(B)(4). Per the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation.

Event description:
On (B)(6) 2016, a patient presenting with a thoracic aortic aneurysm underwent total arch replacement with elephant trunk technique, and endovascular treatment using a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2021, the patient complained of dorsal pain, and a distal stent graft-induced new entry was reportedly confirmed during follow-up examination. An emergent reintervention procedure was performed whereby an additional stent graft was placed distally to cover the new entry tear. The patient tolerated the procedure.